Manufacturer narrative:
The unit was evaluated at philips, and the symptom was confirmed. Replacing the energy select switch assembly resolved the issue.

Event description:
The customer reported that the device was unexpectedly shutting down.